Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 for a follow-up. Upon interrogation, it was noted that the patient received inappropriate shock due to noise on the right ventricular (rv) lead. The patient experienced discomfort due to shock. The rv lead was over-sensing noise and was creating ventricular fibrillation episodes. The physician explanted and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.